Manufacturer narrative:
Additional information was received on april 8, 2020. The lot # 30357670l was provided, therefore, section d4. Lot has been populated. However, a manufacturing record evaluation (mre) was unable to be performed as the lot # that was provided could not be validated in the biosense webster, inc. System as a valid lot #. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference # (B)(4).

Event description:
It was reported that a patient underwent a mitral line ablation procedure thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, it was reported that a pericardial effusion occurred after ablating on the mitral valve line. Surgery was delayed due to the adverse event. Patient required open heart surgery to repair the effusion. Power was set at 50 w. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.